Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. The event history log (ehl) cannot be downloaded due to the constant open door alarm. During evaluation, the "door open" message appeared during power on and the door cannot be closed resulting to door latch error. The cause was determined to be significant fluid contamination inside the device. The mechanism assembly requires replacement to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the "door open" message appeared during power on and the door cannot be closed resulting to door latch error. No additional information is available.